Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no evidence of physical damage. A review of the event history log found high alarm displayed: cassette not attached properly. During the functional test, the customer reported problem was unable to be duplicated. The downstream occlusion sensor was replaced to resolve this issue. Device passed all functional tests after the repair. Service history identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed downstream occlusion calibration. The event occurred during testing. There was no patient involvement, no patient injury was reported.